Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and a cracked case at the display window corner.

Event description:
It was reported that the insulin pump had a physical damage. Customer stated that she changing her infusion and found the lip of the reservoir compartment was cracking and the black o-ring in that area was detaching from the insulin pump casing. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.